Manufacturer narrative:
Final report philips investigated this complaint. Philips has confirmed with the hospital that no patient harm had occurred, and the procedure was completed using another system. Philips inspected this system on(B)(6)2019. During this inspection, it was identified that the rotation brake was defective, which led to c-arm moving without an user input. Philips confirmed that screws that are required to fixate the c-arm during certain service activities were present on the rotation brake. These screws should not be present on the rotation brake during normal use. The screws in the rotation brake had contributed to its failure. Philips replaced the rotation brake, as well as the table side operating module(tsm) as a proactive measure, after which the system to returned to use in good working order. Philips has opened an investigation as a follow up for the noted complaint. Consequently, philips has closed this complaint. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
When the investigation has been completed philips will inform the FDA.

Event description:
Philips has received through the food and drug administration medwatch program a voluntary event report submitted by va medical center (report number mw5088693). In this report, it was reported: ¿cath lab procedure. The cath lab system table entered a ¿free float¿ state without user input. The c-arm also began to move erratically also without user input. The c-arm made contact with the patient and dragged across his stomach. Provider had to shield patient¿s head out of caution while another staff member activated the emergency stop button. The emergency stop button did function, as designed. No patient harm reported.¿ the voluntary event report indicated as event report type ¿serious injury¿ and as event outcome ¿required intervention, other serious (important medical event)¿. In the event description, it was indicated ¿no patient harm reported¿. Based on this information, philips considers the reported event to be a non-adverse event. Philips has initiated an investigation of this complaint.